Event description:
It was reported that during a ptca / stenting treatment procedure, the maverick2 monorail 20/1.5 mm balloon ruptured at 14 atms on the first inflation. The patient was asymptomatic during this event. The lesion being treated was a calcified, 100% stenotic lesion inthe first diagonal branch of the left anterior descending coronary artery. The physician used an 8f mach 1 cls3.5 guide catheter and a terumo runthrough guidewire to cross the lesion. The maverick2 monorail balloon was being used to pre-dilate the lesion for placement of a cypher 3.0/23 mm stent. The maverick2 monorail balloon was removed and replaced with another balloon to successfully complete the procedure. No patient injuries or complications were reported. Patient status is reported as 'good'.